Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v052560, implanted: (B)(6) 2008, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v063929, implanted: (B)(6) 2008, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a brief shocking and jolting sensation. The patient felt a slight shocking sensation for a few seconds and then nothing after that. Until now, the patient had not felt this. A manufacturing representative later reported the patient was doing fine with no problems and they were still receiving therapy.